Event description:
The pt visited the hosp for a regular check up in 2008 and reported feelings of discomfort around the implantable neurostimulator and leads. 'Scratches were observed'. Pt symptoms included redness, swelling, and pain. The hcp suspected an infection. The pt was treated with both intravenous and oral antibiotics and total device system explant. The primary location of the infection was the device pocket and lead track. A culture of the device pocket revealed coagulase negative staphylococcus. Perioperative antibiotics were not administered. The pt did not develop meningitis. The pt experienced the discomfort 7 months after implantation, so the hcp did not associate the implanted devices with the infection. The devices were replaced (date not reported). The pt outcome was reported as 'ongoing'.

Manufacturer narrative:
.